Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified. The pca failed ¿lv inhibit rfu¿ test.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device can not boot up. There was no reported patient involvement.